Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the reported event of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent an ipg explant due to an infection at the ipg pocket site incision. The physician stated the patient's ipg pocket was draining pus and fluid. The patient was prescribed oral antibiotics and the patient remained in the hospital until (B)(6) 2016. In addition, as of (B)(6) 2016 the patient remained on antibiotics.